Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. It was noted that the transseptal was unable to perform. A beeping sound appeared in both 1 second pulse and 1 second constant, but there was a hole. There was no problem with the connection since energization was able to perform. The bubble was not observed in the echo. A small return electrode was being used. The energy may not be sufficient. Energization was unable to perform. Thus, the device was replaced to rf needle and the procedure was able to perform without any problem. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and found to be kinked along the length of it, and also charring on its tip was noted, confirming that the radio frequency was applied number of times during procedure. Next, the device passed the functional test, as it was under specifications for the distal/proximal outer diameters, tip length and tip and heat shrink gap. Additionally, continuity check was performed, and rf wire successfully passed the test. There was difficult inserting the returned rf wire through the dilator because of kinks presented on the rf wire. Tissue testing was performed and successfully punctured the tissue. The reported allegations are not confirmed as rf wire successfully delivered the rf energy and crossed the tissue during bench top testing. The issue was not replicated during the bench top testing. Correction to the initial MDR in block(s) initial reporter phone (e1) and init rptr also sent rep to FDA (e4), in section e - initial reporter. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. It was noted that the transseptal was unable to perform. A beeping sound appeared in both 1 second pulse and 1 second constant, but there was a hole. There was no problem with the connection since energization was able to perform. The bubble was not observed in the echo. A small return electrode was being used. The energy may not be sufficient. Energization was unable to perform. Thus, the device was replaced to rf needle and the procedure was able to perform without any problem. No patient complications occurred. The device is expected to be returned for analysis.